Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the device failed the operational check. There was no patient involvement. The device was evaluated by the customer with the assistance of a philips remote service engineer (rse). The reported issue could not be duplicated. The device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.